Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5068-58 lead, (B)(6) 2002 . (B)(4).

Event description:
It was reported that a few years prior, the left ventricular (lv) lead exhibited a suspected lead fracture, along with undefined lv pacing impedance measurements which triggered a lead warning. The lv lead remained in use and a recent device check confirmed an lv lead fracture. The lead was then reconnected to the atrial port of the device and the device was programmed to vvir, which inactivated the lv lead. No patient complications have been reported as a result of this event.